Event description:
It was reported that the physician experienced friction between a 5f guide catheter (from another manufacturer) and the stent delivery system in "very tortuous anatomy approaching the aneurysm". This resulted in the premature deployment of the stent prior to reaching the target lesion. The guide catheter and stent delivery system were removed and replaced with another 5f guide catheter (from the manufacturer) to successfully place a second stent at the target lesion. There was no report of any pt harm as a result of this event.

Manufacturer narrative:
Outcomes attributed to adverse events: other for deployment of stent not at desired location. Manufacturers evaluation summary. An assessment of the available information determined that the physician followed the directions for use (dfu) during the procedure. The dfu states "recommended guiding catheter specifications include 90cm length and minimum inner diameter of 1.27mm (0.050")." The guide catheter used in the procedure was not from the manufacturer and whilst this should have been a compatible product, there is no conclusive data available to ensure compatibility with the stent delivery system. The most probable root cause of the premature stent deployment has been determined to be design due to excessive tortuousity proximal to the stent. It should be noted that the root cause code of 'design' is selected because it is most probable. For these types of complaints, it is also understood to mean that the stent system was subjected to environment that goes beyond its current design capabilities. It is not understood to mean the product is failing to meet design specifications. The stent remains implanted in the patient and is not available for evaluation.